Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in used condition without the original package. Per visual inspection, the cuff was found to be broken, which caused the leak. The complaint was confirmed. No other analysis was performed. Per the customer, during pre-testing no leaks were reported in the inflation system (cuff) and it wasn?t until it was used on the patient when the cuff was leaking, therefore the root cause could be due to improper use of the product. A device history record (DHR) review could not be performed as the lot number was unknown. All mitigations were verified, and it was confirmed to have been executed accordingly. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.

Event description:
It was reported that there was a leak from the cuff while in use with the patient. No patient harm reported.

Manufacturer narrative:
B3: month and year of event have been provided ,day is unknown, d4: lot number and expiration date, h4: manufacture date unknown, no information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.